Manufacturer narrative:
The insulin pump was received no button response due to flattened esc button dome switch. No button error alarm. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.